Event description:
Patient had noise on both the atrial and rv lead as well as out of range impedance on the rv lead. Device was reprogrammed and is to be evaluated further. Patient has been in the hospital environment. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.